Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer was instructed by technical support to disconnect the site and load a new cartridge, which successfully resolved the issue. Technical support provided a one-time pump replacement and the customer continued to use the pump for insulin therapy.